Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional info, but no further details were provided. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. This report will be supplemented if additional and relevant info becomes available at a later time. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus received a medwatch report, which stated: "plastic end piece of sleeve of resectoscope broke off during case in pt's bladder. Needed to be retrieved by dr (B)(6). Needed new resectoscope which was not available sterilely. Forty minute case delay to sterilize other resectoscope."